Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating out of box failure, the no breath alarm will not activate, and the unit goes into auto pulse mode without activation.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb was stuck in auto pulse and that was causing the breath alarm to not function, which confirmed the original complaint issue.

Event description:
Dealer is stating out of box failure, the no breath alarm will not activate, and the unit goes into auto pulse mode without activation.